Event description:
Additional information received on may 26, 2025, indicates that the patient's right atrial lead was capped and replaced as a result of the noise over-sensing that resulted in inappropriate mode switches. The patient was stable.

Event description:
Additional information received indicates that the noise was attributed to the patient's atrial lead and that the patient was asymptomatic as a result of the events.

Event description:
It was reported that the patient presently via merlin.net transmission. Upon review, the patient's right atrial lead exhibited a decrease in sensing amplitude. In addition, the patient's right atrial lead and implantable cardioverter defibrillator exhibited episodes of inappropriate mode switching due to potential myopotential over-sensing. No further information was available. Related MFR number: 2017865-2024-70450.